Manufacturer narrative:
The product is not available for investigation. Only pictures provided by the sales rep are available. Therefore, an investigation could not be carried out. Product not available for investigation. Based on the provided pictures, one of the jaw parts found broken off. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. For further investigations, the product is required for examination. According to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. To avoid damage to the working tip, especially to the ceramic insulation: do not apply excessive forces and protect the working tip from impacts and knocks. For further investigations, the product is required for examination. According to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Event description:
It was reported that there was an issue with maryland disp.grasper. The following information was reported: the customer reported detachment of one tine, that consequently fell down in the patient abdominal cavity. The patient harm is unknown. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event/malfunction is filed under (B)(4).